Manufacturer narrative:
There was no cosmetic damage on the keypad overlay. The insulin pump had intermittent button response on the express bolus button, cracked esc button due to flattened dome switches and cracked battery tube threads. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump and keypad anomaly. Customer advised the insulin pump had cracks near the battery compartment and the keypad label had a tear. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.